Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunctions were verified and a different issue was identified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received a cartridge alarm 5 during the load process. When the customer attempted to load a new cartridge, the customer received a cartridge alarm 19. Tandem technical support (cts) advised the customer to not refill or reuse cartridges, to not remove insulin from the cartridge while it is pumping, and to always follow prompts on pump to fill the cartridge at the appropriate time; customer acknowledged. The customer's blood glucose level was 200 mg/dl. The customer confirmed that an alternate method of insulin delivery was available.